Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19936. It was reported the pt experiences pain at the ipg site for 1 to 2 days after recharging the ipg. A replacement charger was sent to the pt. F/u revealed the pt received the new charger and the issue has been resolved.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.